Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 8 am. The customer blood glucose level was 489 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. The customer was treated with insulin drip saline solution potassium drip. Customer also stated crack was seen on battery compartment. The device will be returned for analysis.